Event description:
It was reported that the catheter broke. A 135/10 renegade hi-flo kit was selected for use. During unpacking, it was noted that the device was broken after removal from the plastic tube. The procedure was completed with a different device. No patient involvement reported.